Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had bolus stopped alarm. The customer blood glucose level was unknown. Customer stated that the bolus stops almost 4 times a week and no error message also nothing in the insulin pump. Customer stated that not expose to static also the battery cap was not loose and no damage by dropping. The device will be return for analysis.

Manufacturer narrative:
Device passed rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No bolus stopped alarm anomaly noted. (B)(4).